Event description:
It was reported to philips that the system would not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and identified that the f3 breaker on the gpdu main unit had tripped, while the phase ups in the power conditioner cabinet was producing a grinding fan noise. Fse bypassed the ups. After bypassing the ups, the system was returned to use in good working order.